Event description:
I wanted to tell you my experience with smile direct and decided to write this letter because I feel like nothing is being done, let me start by saying I started my journey with smile direct in (B)(6) 2018. I should have listened to my gut and ran when I had the chance. I went in for a smile direct consultation at the end of (B)(6) everyone was so welcoming they took a digital scan of my teeth I was out of there in 30 mins; 3 days later I get an email saying congratulations you have been approved for a new smile. You can imagine how happy I was because I have been wanting to fix an overbite issue I had for so long now and smile direct was 1/4 of the price. Fast forward to countless emails and calls 3 months later after being repeatedly told by my aligners were on backorder due to so many orders they finally send me my aligners. Fast forward to 6 months of pain and having to go back in for refinements I end my process at the end of (B)(6). I go into my dentist office for a cleaning and she tells me she wants to take x-rays just to make sure everything is ok. To her surprise 11 of my teeth are loose and one of them I am at risk of losing, she tells me this happened due to smile direct and advises me to put in orthodontic retentions so they will hold my teeth in place not to mention had to pay (B)(6) out of pocket for this. What I thought would be a simple visit to the dentist turned out to be my worst nightmare. I went to get x-rays 6 months before starting smile direct as they stated in the disclosure and my teeth were perfectly fine. After countless phone calls and emails. I still have not gotten a resolution from a smile direct. FDA safety report ID# (B)(4).